Event description:
Dealer stated that the end user was driving his m51psr20b power chair uphill when it rolled backwards, causing the user to fall out of the chair. User claims he sustained head and shoulder injury but no medical intervention was sought.